Event description:
It was reported that the customer's blood glucose was in the 400 to 600 mg/dl while he was not using the insulin pump, using injection therapy. It was not stated how long customer was off of insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.